Event description:
A delivery delay with a replacement adc device was reported. An alarm issue was reported with the adc device in use with iphone se with ios and unknown operating system version. The replacement device was issued due to a "signal loss" issue. Due to delivery delay, the customer was unable monitor glucose and experienced dizziness and was unable to self-treat, requiring third-party treatment of oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss with the freestyle librelink application. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to replicate the user¿s complaint using similar device configuration of samsung galaxy s20 fe 5g, android 13, 2.10.1.10406 and iphone 11 pro, ios 16.6, 2.10.2.7677 and was unable to reproduce the complaint. No issues were identified with librelink application. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. An alarm issue was reported with the adc device in use with iphone se with ios and unknown operating system version. The replacement device was issued due to a "signal loss" issue. Due to delivery delay, the customer was unable monitor glucose and experienced dizziness and was unable to self-treat, requiring third-party treatment of oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.